Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a loss of therapeutic effect despite increasing the amplitude on the stimulator, and there were telemetry issues with the stimulator. It was later reported the pt went to her physician and was successfully reprogrammed. The pt had surgery to fix the problem with the stimulator system, and the pt no longer had any problems with the stimulator system. Additional info has been requested, a f/u report will be sent if additional info becomes available.